Manufacturer narrative:
If implanted, explanted, give date: not applicable, as the lens was inserted and removed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon delivery of an intraocular lens into the patient's operative eye, the lens was missing a haptic and a piece of the optic, which remained in the cartridge. Reportedly, the lens was not improperly loaded. Therefore, the lens was removed and replaced with an unknown model lens. The patient is doing fine. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing record evaluation could not be performed since the serial number is unknown, was not provided. Labeling review: the labeling review could not be performed since the model, serial number were not provided. There is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.